Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia treated with a manual injection/insulin pen. The customer reported a blood glucose value of 242 mg/dl and a current blood glucose value was 135 mg/dl. The event involved product(s) mmt-441a, mmt-342, mmt-7040a. The customer reported a sensor glucose vs blood glucose event. Troubleshooting was performed. The low limit in sensor settings for the sensor glucose was also 77 mg/dl and the blood glucose value associated with the triggered suspended event was 242 mg/dl which was outside of the acceptable range. Insulin delivery was suspended due to sensor glucose vs blood glucose event. No further patient complications were reported. It was unknown whether the customer would continue using the device. No product return is required for mmt-441a. No product return is required for mmt-342. No product return is required for mmt-7040a.